Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole at corner of a fold and broken fabric threads in the proximal end of the cylinder from wear. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had had wear at fold in the proximal end, middle, and distal end of the cylinder. Leakage test revealed that the first cylinder had a leak at corner of a fold in the proximal end of the cylinder. The second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed the leakage and functional test. Based on the information available and analysis results, the cylinder not passing the leakage test could have caused or contributed to the device being removed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) returned without initial reported and performance allegation. Analysis of the returned device revealed that the cylinders failed the microscope examination, and leakage test, and the pump failed the microscope examination.